Manufacturer narrative:
The returned device was analyzed and the reported allegations of tubing crack and fluid loss was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly that started two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). During diagnostic testing the physician observed a crack in the pump tubing resulting in fluid loss. The ipp pump was explanted and a new ipp pump as implanted.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly that started two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). During diagnostic testing the physician observed a crack in the pump tubing resulting in fluid loss. The ipp pump was explanted and a new ipp pump as implanted.